Manufacturer narrative:
(B)(4). Concomitant products - item# ep-183460 lot# 214680; item# 141369 lot# 403220. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to implant fracture. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual examination of the returned tibial tray confirmed that the product fractured. Analysis of the tibial tray fracture surface determined that the product experienced a fatigue fracture beginning posteriorly and moving anteriorly at an angle. Review of the provided radiographs by a health care professional shows a fractured medial tibial plate with underlying osteopenia and lucency suggesting osteolysis. Review of the provided op-notes by a health care professional identified significant fibrotic tissue and metallosis as well as bone cysts on the medial tibial plateau were noted during the revision. There was no sign of inflammation or infection found during the revision. Review of the device history records identified no deviations or anomalies during manufacturing. At this time a definitive root cause cannot be determined as it is unknown what caused the noted osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.